Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the output connector assembly was broken. The external pulse generator (epg) also failed an incoming test, the main printed circuit board (pcb) was electrically out of specification. There was a broken boss on the upper case, and the hanger assembly was broken. The battery drawer would stick on the lower case, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis summary: further analysis of the main printed circuit board (pcb) confirmed the unit failed the ventricular pulse noise test. However, the high measurement on the automated test console was found to be due to noise from the automated test console combined with the device noise. Although it was confirmed that the unit failed the ventricular pulse noise test, the ventricular pulse noise level measured was within device specifications. No defect was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.